Event description:
During remote follow-up oversensing was observed of the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.